Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: can you please confirm product code? Ntlc75. On which firing did this occur? Second firing, crossing over previous staple line created with same ntlc75. Please provide any additional details related to the statement, ¿he could feel something in the gun had gone wrong.¿ it was too hard to fire (more so than usual). What is meant by ¿knife popped out of the device?¿ ¿in which direction, proximal/distal, left/right this is probably a wrong statement since the knife was in its housing (one knife blade had indeed returned to it¿s housing, in the second device ¿ the knife blade was stuck towards the distal end of the device). Did the knife pop out before or after the firing? See above. Please clarify what is meant by, ¿he did not trust the staple line.¿ the surgeon is now afraid that ntlc75 will have the same problem again. He thought the staple line did not form correctly and this might happen again. Agree with this ¿ but mr (B)(6)¿s concerns are in particular relation to the ntlc crossing staple lines. On this firing, did the device staple? It did partially but the wound needed to be closed with sutures. Were there staples missing from the staple line? Do not know. What was the shape of the staples (b-formation, irregular, legs straight)? Not that we are aware of. On this firing, did the device cut? Yes. Was the cut line complete? Yes. My interpretation was that it was complete until the knife blade had come in contact with the staple and jammed ¿ resulted in a partial firing being completed. The synergy form indicates that there was potential adverse event with a life-threatening outcome. Please provide details. Maybe this was an overstatement. The patient is doing fine and it was more the annoyance of two failed ntlc75 and the loss of time in using sutures. I also understand that one of the patients was critically ill after the procedure, but this was not thought to be connected to the performance of the device in any way.

Event description:
It was reported that during a reverse ileostomy procedure, "the ileum was brought out of the patient and the device was used. The surgeon knew as he could feel something in the gun had gone wrong. He did not trust the staple line and therefore had to re-anastomose with another device. The knob was fired initially and the knife has popped out 1/4-1/2 inch from the cutter device. This caused a danger and concern and these batch numbers have been checked on the shelf and one has been removed until we conduct necessary investigations. This caused an inconvenience of 30mins of surgery time." Another like device was used to complete the procedure. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Batch # m52d5j. The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.